Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was duplicated and the lcd module was replaced to remedy the problem. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that, the device powered on without display. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was duplicated and the lcd module was replaced to remedy the problem. Analysis for reports of this type has not identified an increase in trend.